Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Other than the 3 units of blood that the patient received, did the patient receive any other medical or surgical intervention? If yes, please explain. What was the pre and postoperative anti-coagulant and pain management protocol? Does the surgeon believe that there was an alleged deficiency of the ecs29a or pcee60a device that contributed to the reported issue or were there other contributing patient factors? What is the current patient status? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low interior resection, case went well. Patient went to recovery and started bleeding. Patient received three units of blood.